Event description:
Customer reports membrane breaking right after connecting the patient. No blood loss or medical intervention was reported.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.